Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the spec range. Devise was monitored and tested with no unexpected battery out limit alarm noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. The buttons were unresponsive. The customer was unable to clear the battery out limit alarm as a result. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.